Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. The associated outflow graft was not returned for evaluation. The reported "outflow graft indentation" event could not be confirmed due to insufficient evidence. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. The reported low flow event was confirmed via review of the controller log files which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range and 25 low flow alarms recorded since (B)(6) 2020. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device since there was no tissue to be collected from the returned pump. However, visual evidence provided by the site revealed evidence of possible thrombus within the pump. As a result, the reported thrombus event is confirmed. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have c ontributed to this event. Additional products: d4: serial or lot#: (B)(6) . H6: FDA method code(s):4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the hospital following an episode of collapse. When admitted, the patient experienced further episodes of collapse and was put on cardiovascular monitoring. Log file review showed a sudden loss of flow, indicative of ingestion of a clot into the ventricular assist device (vad), however the patient was also having recurrent arrhythmia. The vad also had power consumption below the normal range. The patient was treated with potassium for the episodes of ventricular tachycardia and ventricular fibrilation. Vad flows returned when the patient was in sinus rhythm, however the rhythm was not maintained, and the patient went into asystole requiring extracorporeal membrane oxygenation (ECMO) support. Circulation could not be maintained, and the patient subsequently expired. The vad was explanted and the suspected pre-mortem clot was observed during the site's examination.

Event description:
It was further reported that a clot was observed between the outflow graft and the downstream end of the strain relief, resulting in an indention of the outflow graft that reduced its lumen to approximately one third of its space.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates another device component was involved in the event. Additional products: brand name: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125/ expiration date: 31-oct-2014 / serial or lot#: (B)(6) UDI #: (B)(4) concomitant medical products: no h4: mfg date: unk h6: patient code(s): (B)(6) h6: device code(s): c63287 h6: FDA conclusion code(s): 22 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.